Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 50000148 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported by the bwi representative, that there was blood leaking back from the broken hemostatic valve. They believed that it was the hemostatic valve section that broke. They were not sure if the hemostatic valve dislodged inside or outside the hub or if the brim cap/hub became detached from the sheath. There is no available picture. Sheath was not used on the patient. No treatment was required. Minimal volume of blood was lost. The vizigo¿ sheath was exchanged, and the procedure was continued. No adverse patient consequence was reported. The hemostatic valve separation is MDR reportable.